Manufacturer narrative:
Investigation: unfortunately, the root cause for this complaint could not be determined at the conclusion of our review. Additionally the sample submitted to our facility was misplaced by receiving staff and cannot be located at this time. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Should the device be located this complaint record will be reopened and an investigation reconducted. Based on the description provided. Based on DHR review for material 309703 with lots number 9127617 and 9127551 the product lots met the assembly specifications and qa inspections.

Event description:
It was reported that during use it was discovered that syringe has foreign matter with a bd syringe 5ml ll tip. The following information was provided by the initial reporter: it was reported that the syringe was covered with tiny particles.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to possibly be involved. The information for each lot number is as follows: medical device lot #: 9127617 medical device expiration date: 2023-11-30 device manufacture date: 2019-07-10 medical device lot #: 9127551 medical device expiration date: 2024-01-31 device manufacture date: 2019-06-03." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was discovered that syringe has foreign matter with a bd syringe 5ml ll tip. The following information was provided by the initial reporter: it was reported that the syringe was covered with tiny particles.